Event description:
It was reported that shaft break occurred. A 4mmx16mm taxus¿ liberte¿ stent delivery system (sds) was selected. When the device was slowly removed from the sterile package, it was noted that the sds was damaged and was found in two portions. The procedure was completed with another taxus liberte stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Upn corrected from unk433 to h7493894016400. Device evaluated by MFR.: the proximal portion of stent delivery system (sds) was returned for analysis. A visual examination found that the mid-shaft was broken 16mm distal from the distal edge of the mid-shaft bond. Distal to the mid-shaft break site was not returned for analysis. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 4mmx16mm taxus liberte stent delivery system (sds) was selected. When the device was slowly removed from the sterile package, it was noted that the sds was damaged and was found in two portions. The procedure was completed with another taxus liberte stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).